Event description:
Customer reported being hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. The customer stated she was treated with a 20 units injection of homolog. The customer stated she had symptoms of high blood glucose such as thirst, confusion, and stomach pain. The customer also reported the cause of her hospitalization was her hyperglycemia. The customer was also treated with fluids, potassium, and proteomics at the hospital. Troubleshooting for the insulin pump found insulin was able to exit from the tubing. The customer also stated there was no leak present. It was also reported the canula was slightly occluded. The customer's blood glucose had declined to 402 mg/dl at the end of the call. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).